Event description:
An 88 year old male pt reported experiencing a corneal epithelial erosion of ~10mm on his right eye after a resident at his treating hosp inadvertently instilled claris cleaming and soaking solution directly onto the pt's eye. The pt was immediately treated with an antibiotic drop(name unk) and ketorolac tromethamine, and his eye was patched. The next day, when his eye was examined, the epithelial defect was slightly larger. The doctor switched the pt to tobramycin and used a bandage lens(acuvue). The pt's symptoms started to resolve, so the doctor suggested use of an ocular lubricant. At his next examination the doctor observed superficial diffuse spk. He took the pt off all his medications and the symptoms resolved entirely after approx 1 week. Add'l info had been requested, but not received.